Manufacturer narrative:
Patient information not available for reporting. 510k: this report is for an unknown reamer head/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an unknown surgical procedure on (B)(6) 2018, the reamer/irrigator/aspirator (ria) shaft and the reamer head broke. It is unknown if broken fragments were retrieved or if surgery was delayed. Patient outcome was not reported. This report is for one (1) unknown reamer head this is report 1 of 2 for (B)(4).